Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xtr mitraclip (lot # 80621u190) referenced was filed under medwatch report #2024168-2018-09019.

Event description:
This is filed to report the new single leaflet device attachment (slda) and increased mitral regurgitation (mr) found on (B)(6) 2019. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mr with grade of 4. One xtr clip (80621u190) was implanted, but the clip detached from one leaflet and remained attached to the other leaflet (slda). Two additional clips were implanted to stabilize the slda clip (reported under MFR #2024168-2018-09019). Three clips were implanted, reducing the mr to 3. On (B)(6) 2019, the patient was re-hospitalized for increased mr with a grade of 4. It appeared that only two clips were visible and it was suspected that one clip embolized; however, on (B)(6) 2019, it was confirmed that the clip did not embolize. X-ray showed the initially reported slda clip and a new slda clip. The third clip was stable on both leaflets. There was no treatment performed or scheduled. No additional information was provided.

Event description:
Additional information was received indicating that clip detached from the posterior leaflet and remained attached to the anterior leaflet. There was no additional intervention performed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record for both implanted mitraclips identified no manufacturing nonconformities issued to the reported lots. Additionally, a review of the complaint history did not identify any lot specific quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported recurrent mitral regurgitation (mr) appears to be the cascading effect of the noted slda and hospitalization appears to be due to case-specific circumstances as the patient was admitted into hospital due to recurrent mr. The reported adverse event of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.